Event description:
It was reported patient's right ventricular (rv) lead exhibited loss of capture and noise. Additional information was requested and not received. Patient had no consequences.

Event description:
Additional information received indicated that programming changes were made on the right ventricular lead. Patient condition was stable, and the patient would continue to be monitored.